Event description:
Clinician observed a hole in the center of the membrane. A revision surgery was performed to remove and replace the membrane with another duramatrix product. Patient was reported to be in good condition at the time of report.